Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that a 2mm drill broke during drilling. No patient harm or surgical delays were reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on november 5, 2015. It was reported that the surgery was delayed by 15 due to the reported event which occurred on (B)(6) 2015.

Manufacturer narrative:
Product investigation summary: the investigation shows that the drill bit was returned with the end of the drill shaft broken. Furthermore, it was also visible that the cutting edges are damaged and blunt. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information, the exact root cause cannot be determined. Due to the wear and tear signs, it is likely that this product was often and intensively used. The cause of the breakage is likely the result of a mechanical overload situation during use. The bad condition of the device, before surgery, may also have played a contributory negligence to the breakage. The microscopic view of the broken surface shows a homogenous surface, which indicates material conformity. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Please note: blunt drill bits require more mechanical power during the application; therefore, it is recommended that blunt or damaged instruments be exchanged before surgery. No product fault could be detected. Device history record review: manufacturing location: (B)(4) - manufacturing date: april 12, 2011. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.